Event description:
The facility reported a fail code 703 at device power-on per event history. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known about this event.

Manufacturer narrative:
Although baxter has requested that this device be sent in for evaluation, the customer will not be sending this device in to baxter for evaluation. Baxter representatives have performed an evaluation on this device; however, investigation results have not been made available. A follow-up medwatch will be generated.